Event description:
The patient reported that the battery was low, with decreased heart rate to around 40 bpm and inability to walk very far without running out of breath. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076-52 implantable pacing lead, (B)(6) 2005. (B)(4).